Event description:
During a general anesthesia with an lma, approx four (4) mins after induction and placement of lma with pt spontaneously ventilating, the pt began spontaneous movement of arms and legs and coughing. Rptr pushed 75mg of propofol and the pt returned to sleep without spontaneous ventilation. The vaporizer dial was set at 6% with 2l/min of nitrous oxide and 1l/min of oxygen. However, the ri of desflurane indicated approx .8%. The pt was manually ventilated at a rate of 6-8/min. The ri desflurane rose to 4.5% than began to fall to less than 1.0%. The vaporizer was turned off. The pt was put on propofol infusion with nitrous oxide/oxygen 2:1 via scca. The pt suffered no injuries and denies any recall of the event. Suspect unit was sent by hosp to MFR. The item in question was removed from svc and the equipment MFR's svc rep was called. Co rep arrived on 6/12/96 and ran a complete function test and output verification on the equipment but could not find any problems. The vaporizer has been removed from svc pending further disposition.